Manufacturer narrative:
One fluid warmer was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing, by filling tank with water and powering it on. The reported customer complaint has been confirmed, due to a faulty pcb. It was also noted that no alarms sounded because of the faulty pcb.

Event description:
Ro 1070905: all the alarm button are not were not working when received. Additional information received 12 june 2020: device alarms were not operational. No additional information known.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the buttons on the level 1 hotline low flow system (hl-390) were not working. The device alarms were not operational. These issues were discovered during testing. No patient injury or complications were reported in relation to this event.